Event description:
Note: the date of event is unknown. In 2008, it was reported to boston scientific corporation that an ultraflex non-covered ng esophageal stent was used in a stent placement procedure (patient age, gender and weight unknown). According to the complainant, "the physician pulled the (deployment) suture thread and the thread became broken. The system was withdrawn [and a second ultraflex non-covered ng esophageal s]stent was implanted successfully." Further information received on january 31, 2008, revealed that "the stent was partially deployed when the suture broke". No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the pertinent lot. The december 2007 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.